Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was able to duplicate the reported issue. The fse then replaced the pneumatic interface module which solved the leaked problem. The iabp was tested and cleared for clinical use.

Event description:
The customer reported that before inserting the catheter the cardiosave intra-aortic balloon pump (iabp) started to alarm "autofill failure". A replacement iabp was used. There was no patient involvement and no adverse event was reported.